Event description:
A catheter dye study done in 2007 revealed a catheter kink. Catheter revision surgery was planned, but no date had been set. The pt was having no pain relief. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.